Event description:
It was reported to philips that a defective detector caused loss of image during clinical use on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the detector px4800 service only and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312)